Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer failed when the user was trying to pull medication. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer fse found that the customer was having an issue with a single pocket that could not be recovered. Fse checked the fault but it did not release. Fse then tested it in the hardware test application and the pocket released successfully. The customer was then able to recover without further issues. The system functioned as intended after the field service engineer troubleshot the issue.